Manufacturer narrative:
Product evaluation: a company rep examined the system and was unable to replicate the reported issue. The remote control was replaced as one of the buttons was stuck. The system was then tested and met all product specifications. The remote control has been returned and an in-house evaluation is in progress. Root cause: a root cause has not been identified. The root cause will be reassessed upon completing the investigation. Actions taken: no additional action is planned at this time. (B)(4).

Event description:
The customer reported the system won't phaco or vacuum. No pt impact was reported. Additional info was requested.